Event description:
I began a 3 dose synvisc injection series on (B) (6) 2009 on my left knee. This is the 2nd time that knee had gone through a series, the first was in (B) (6) 2009. My right knee has been through the series multiple times, the most recent one in (B) (6) 2009. The first injection, (B) (6) 2009, was unremarkable. No negative reactions or issues with the administration of the injection. The 2nd injection was (B) (6) 2010 and once again, I did not have any problems with the administration of the injection by the pa at my orthopedist. On (B) (6) 2010, I awoke to significant swelling of the joint. I went to work and within 3 hours, the joint had swelled to a point where I could not bend my knee and was very unstable trying to stand without support. I went to the orthopedist immediately, who believed I was either having an allergic reaction to synvisc, or he had possibly punctured something and I was leaking synovial fluid. I was sent home on pain relievers with instructions to elevate and stay off my leg. By (B) (6) afternoon, approximately 72 hours after the injection, swelling remained and localized area, approximately 2" x 1" had turned red and was warm. I made an appointment to see the orthopedist at 0900 the next morning to have the fluid drained. I went to my appointment. The swelling, redness, and heat had gone down slightly overnight. It was decided to not further aggravate the joint by placing a needle in it, so we let it be with plans to have the 3rd of the series injected on (B) (6) 2010. After consulting with peers, the pa and my doctor decided they would no longer provide synvisc injections to me, due to my physical reaction. I was given corticosteroid injections in both knees on (B) (6) 2010.